Manufacturer narrative:
Additional information h6.

Event description:
The customer reported having a hard time calibrating pressure. No patient involvement.

Event description:
The customer reported having a hard time calibrating pressure. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09oct2008 to the present date 18jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported having a hard time calibrating pressure. No patient involvement.